Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01357.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using a pod8. During the procedure, while placing the pod8 in the target vessel, the physician determined that the pod8 was the incorrect size and decided to remove it. However, while retracting the pod8, resistance was encountered and subsequently, the pod8 unintentionally detached in the lantern. Therefore, the physician removed the lantern containing the detached pod8. The procedure was completed using a ruby coil and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned lantern delivery microcatheter (lantern) was undamaged. Conclusions: evaluation of the returned pod8 confirmed a detached embolization coil. If the embolization coil is forcefully retracted against resistance, it may become detached. The reported complaint indicated that the resistance was experienced while retracting the device. The pod8 pusher assembly was not returned for evaluation and the lantern used in the procedure was undamaged; therefore, the root cause of the initial resistance could not be determined. Evaluation of the returned lantern revealed an undamaged device. During functional testing, a demonstration pod8 was able to advance through the lantern without issue. The reported complaint could not be confirmed. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01357.

Manufacturer narrative:
Please note that additional information was provided on 13-aug-2019, as this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). This report is associated with MFR report number: 3005168196-2019-01357.